Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 466 mg/dl and a correction bolus was delivered to address the bg level. During troubleshooting with tandem technical support, an air gap was observed in the tubing. The customer primed the air out of the tubing. The pump system check showed the pump was functioning as expected. The customer changed out the infusion set site and the bg dropped.